Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge due to a power source alert. The customer replaced the wall adapter and the pump was reportedly able to charge, however the pump intermittently stopped charging unless it was positioned on a flat surface. Additionally, the battery gauge still displayed the charging icon after the pump was unplugged from the charger. The customer's blood glucose (bg) was 151 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.